Event description:
Customer reported being hospitalized due to diabetic ketoacidosis. Customer stated that she had changed to reservoir and infusion sets prior to going to the ER. Explained to the customer the driver arms may not have been against the plunger.